Manufacturer narrative:
Block b3: exact date unknown, event occurred few months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted devices will not be returned as they were discarded by the medical facility. No further information has been obtained despite good faith efforts.